Manufacturer narrative:
(B)(4). The device lot number was not present in our system; therefore a DHR review could not be conducted. There was no complaint device returned for investigation. Therefore , no physical assessment could be conducted. Leak balloon could happen due to various reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
The catheter was inserted but three days after insertion the catheter was found in the bed of the patient. It removed by itself. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The catheter was inserted but three days after insertion the catheter was found in the bed of the patient. It removed by itself. There was no patient injury.